Event description:
It was reported via a pt survey that the "catheter still leaking spinal fluid after 5 weeks and 4 blood patches and going back in to see what's wrong." The report also indicates that since receiving the implant, the pt's ability to perform daily activities has significantly improved. Unable to follow-up with contact info provided, no add'l info was obtained.

Manufacturer narrative:
Catheter.